Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 faulty bowie function (jaws) would not work. Failed to deliver energy. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood were observed on the harvesting handle. Slight evidence of blood and charred tissue was observed on the jaws. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed in the center, but remained attached at the base and tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device failed the pre-cautery test; it did not produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, but would not produce any visible steam. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .50 ohms which is out of specification. The device failed the temperature measurements test. The displayed temperature increased but did not turn green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. To check the electrical continuity in the device, the shrink tubing was removed. While removing the shaft pin , it was observed that the wiring through the flex shaft pin hole opening was exposed , the insulator was damaged. It was evident that the defect happened during assembly. The operator may have inadvertently inserted the shaft pin through the white wire insulator during assembly. After the shrink wrap tubing and shaft pin was removed, the device was able to produce heat and steam. Manufacturing was made aware of the defect and operator awareness training was performed as a result of this complaint. The DHR, shop floor paperwork was reviewed. Based on the results of the evaluation, the reported complaint is confirmed for the reported failure mode "failure to deliver energy" as well as confirmed for the analyzed failure "material twisted/bent; wire¿. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 faulty bowie function (jaws) would not work. Failed to deliver energy. The hospital did not report any patient effects.